Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed undersensing of p-wave due to atrial lead dislodgment. On (B)(6) 2022, the physician elected to cap and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
Correction: h6 - included failure to sense code not previously reported. Correction: b5 - updated description to include failure to sense.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed undersensing of p-wave and failure to sense due to atrial lead dislodgment. The physician elected to cap and replace the atrial lead. The patient condition was stable.